Manufacturer narrative:
The reported event occurred on a cobas 8800 analyzer (serial number: (B)(6). The investigation could not be performed due to insufficient information and the unavailability of raw data. The customer allegation could not be confirmed. The cobas babesia package assay specifies a clinical specificity of 99.999% (168,970/168,972; 95% ci: 99.996% to 100%) across all endemicity categories for donations tested individually.

Event description:
The initial reporter alleged a discrepancy with the cobas babesia test on the cobas 8800 instrument. The customer reported a reactive result for a pooled sample (pp6, ID (B)(6). Upon further testing, all six individual donor samples from this pool were tested individually and generated non-reactive results.